Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the user interface pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device was found to have locked up during a daily test. There was no pt use associated with the reported failure.